Manufacturer narrative:
Additional information received on 6/24/2019 indicated the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, serial number (B)(4), lot number 7717847 (l) and serial number (B)(4), lot number 7685249 (r). On 7/1/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample it was noticed a parallel lines of shell wear in the anterior aspect, suggesting in-vivo folding or creasing of the device, also a tear was noted in the anterior view near to the shell wear, measurement approximately 0.4 cm . Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 425cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during a physical exam. As a result, the patient underwent removal on (B)(6) 2019.